Event description:
Customer reportedly received the following sensor system 1/sensor system 2 results within 10 minutes: 235 mg/dl/112 mg/dl; 266 mg/dl/131 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).